Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh was informed that during the transfer of resident with sara 3000 lift and sling, the belt fixation sling broke and resident fell on the floor. As a consequences resident sustained no injury.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was carried out into this complaint. Based on the information received, during the resident transfer to wheelchair using sara 3000 active lift with sling, resident fell as a consequence. The mobility situation of the patient remains unknown despite our efforts. When reviewing similar reportable events, we have found a number of cases with similar general fault description (slip out of sling). The trend observed for reportable complaints with this failure mode is currently considered to be low and slightly decreasing. It can be established that the lift and the sling, which work together as a system, were being used for patient care when the event took place, and as such it appears the system played a role in the event outcome. No malfunctions regarding lift were observed. It was reported that stitching in chest strap of sling was ruptured. From our investigation, including a simulation, it comes forward that when the labelling is followed and the sling is placed in the correct way and the instructions of using the system is followed, there is no likeliness of a patient drop or other adverse event during the transfer of the patient with the sling. A patient drop could take a place when a sequence of multiple use errors occurs (at minimum): the person's arms are placed not outside the sling; the person was not correctly evaluated prior to the transfer; the chest strap is not applied or applied but very loosely (does not adhere to the patient as recommended in sling instruction for use). With the above considerations, and when compared to the information received, it was concluded that the most likely cause of the event is that the patient was not being correctly evaluated before transfer (by a qualified nurse or therapist) and additionally the IFU was not followed on several points (multiple use errors), allowing the person to slip out of the sling. Taking into account a transfer with chest strap not being in place, when person is correctly evaluated, a resident drop is not likely to occur. The current sling instructions for use (IFU 04.sf.00 int1_2) includes important information concerning proper and safe use of the system (sling and lift together): 1) "the active sling is intended to the patient/resident who has been clinically assessed to correspond to the following categories: sits in a wheelchair, is able to partially bear weight on at least one leg, has some trunk stability, dependent on carer in most situations, physically demanding for carer, stimulation of remaining abilities is important. The right type and size of sling should be used after proper assessment of each resident's size, condition and the type of lifting situation. If the patient/resident does not meet these criteria an alternative equipment/system shall be used". 2) "warning: to avoid injury, always assess the resident prior to use" in summary: from our evaluation we find the cause of the reported event to most likely relate the user not following the IFU caused by lack of awareness of the IFU contents - during use the device with a patient. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to evaluate the person to be transferred, before each transfer and proper lift and sling inspection before transfer. This is to be communicated to the customer. Arjohuntleigh find this complaint to be reportable to the competent authorities.